Event description:
Reportedly, on november 21, it was observed that the patient in remote monitoring follow-ups was sending low r-wave alerts. This patient has an aai pacemaker, so this low r-wave alert is not understood. This has been occurring since (B)(6) 2022, that is, almost a year after her implant. In addition, she periodically sends alerts with the electrode status in "unknown" state. Is it known why this is happening? Could you tell me why this patient has been sending remote monitoring follow-ups in this state since the date of implantation? This patient sends tips on a daily basis. In the most recent follow-ups (november 20, 2025), some noise is observed.

Manufacturer narrative:
The review of data provided confirmed the reported issue: two display inconsistencies have been identified in remote monitoring reports for atrial single chamber active implantable devices: 1. The device is connected to an atrial lead and the remote monitoring report shows ¿r-wave amplitudes¿: in the report on 24 november 2025, the measured amplitudes are low and the warning is relevant. The same implant hardware is used for both ventricular single chamber and atrial single chamber configurations: amplitude values are stored regardless of whether the implant is used in the atrial or ventricular cavity. The clinical labelling is managed by the programmer and remote monitoring software¿s. In the current remote monitoring version, some clinical labels for atrial single device configuration are missing, which results in ¿r-wave¿ label being displayed instead of ¿p-wave¿ in the remote report. The reported issue is a labelling/translation issue and the measured signals and the displayed values are correct. This issue is corrected in the next remote monitoring version. 2. In some remote monitoring reports, the status of the leads is written ¿unknown¿. ¿unknown¿ is displayed when the active implantable device is configured as atrial single chamber and the software expects a ventricular lead impedance measurement. This issue is a software known issue. This case is retained and utilized for trending purposes.